Event description:
This (B)(6) male patient underwent a total left hip arthroplasty under dr. (B)(6) at (B)(6) hospital. A stryker rejuvenate modular stem and neck device was implanted. On 06/28/2012, stryker issued a voluntary recall of the stryker rejuvenate modular stem and neck.